Event description:
It was reported that the customer experienced a blood glucose (bg) level between 550 and 600 mg/dl with ketones. Ketone level identified as life threatening by healthcare provider. The customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU). The cause of elevated bg was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged the next day, (B)(6) 2026 with the issue resolved and no permanent damage.